Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for complex reg pain syndrome type ii, failed back surgery syndrome, and spinal pain. It was reported that patient¿s first ins was sucking all the battery out and it was not holding a charge. The patient had the ins for 7 years. The patient said she first noticed this issue at the "end of 2009, beginning of 2010." The ins was explanted due to the issue, and to get an ins that was MRI compatible. The patient mentioned she has had rsd for 15 years. No patient symptoms were reported. No further complications were reported/anticipated.